Event description:
Reportedly, a center received the email bellow mentioning there was critical alert of a patient ((B)(6)). On the platform we can see a transmission classified as alert but with no color or detail on the type of alert. The transmission report seems normal. This patient had a clinical alert on february for low % of pacing. The device was physically interrogated in february and had a scheduled remote fup in may.

Event description:
Reportedly, a center received the email bellow mentioning there was critical alert of a patient (242dh03e). On the platform we can see a transmission classified as alert but with no color or detail on the type of alert. The transmission report seems normal. This patient had a clinical alert on february for low % of pacing. The device was physically interrogated in february and had a scheduled remote fup in may.

Manufacturer narrative:
The device has been changed after the investigation to the crt-d. The review of provided data highlighted that an alert was triggered on (B)(6) 2024 on the subject device for lv threshold (3,5v) higher than the programmed high limit (2,5v). A software bug creates an incoherence between the programming of the pacing configuration and the lv autothreshold: any pacing configuration using the v3 electrode triggers lv autothreshold off even if the user has set the lv autothreshold to ¿monitor¿ or ¿auto¿. Therefore, the alert cannot be classified. The software correction to prevent recurrences of this issue is available since smartview version 3.16. Based on available data, no malfunction on the general device functionality itself is suspected. This case is retained and utilized for trend purposes.